Manufacturer narrative:
(B)(4).upon completion of the investigation it was noted that the position of the cam when valve was received was 50mmh2o. The valve was visually inspected, clear liquid was noted inside the valve as well as needle holes in the needle chamber. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, only leaked from the needle hole in the needle chamber. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3832 with lot cmgbgv, conformed to the specifications when released to stock on the 25th may 2011. No root cause could be determined as the problem reported by the customer was not confirmed. The valve functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2012, the device was implanted via v-p shunt to a female patient. Since the device was found dysfunctional (fluid did not flow), it was replaced with the same new device on (B)(6) 2015. The patient's condition is good after the revision. Further information would be provided as soon as (B)(6) receive it from the facility.